Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02808. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year an 4 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct correlation between the device and the reported event could not be conclusively established through this evaluation. Bleeding is listed in the instructions for use as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the hospital with fatigue and dark tarry stools. Two units of packed red blood cells were ordered to be transfused for suspected gastrointestinal (gi) bleeding. At time of the event patient was on aspirin and warfarin. The patient was admitted and received 2 units prbcs within 24 hour time period. The gi bleed was reported as ongoing. It was reported that an esophagogastroduodenoscopy (egd) on (B)(6) 2017 found one gastric arteriovenous malformation (avm) in the fundus with oozing. It was treated with argon plasma coagulation and clipping for hemostasis. Coumadin was held on an unspecified date temporarily but resumed on (B)(6) 2017. The patient received a total of 4 units packed red blood cells during the event. The patient stabilized and was discharged home on (B)(6) 2017.